Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure was performed on (B)(6) 2010 using a pinnacle anterior/apical pfr kit. During a follow-up appointment (date unknown), the patient reported that she had been experiencing severe left buttock pain and swelling of the left leg with pain. The physician opined that the cause of the pain was nerve irritation from the pinnacle mesh. The physician performed surgical intervention on (B)(6) 2010 and "the vaginal mesh was removed, mesh arms loosened." No evidence of pudendal nerve traction was found. During subsequent follow-up appointments on (B)(6) 2010 and (B)(6) 2010, the patient continued to present with pain. The patient is reported to be "stable," but with "constant pain" for which she has been prescribed analgesic medications. The pain is being managed on an outpatient basis. The physician has reportedly sought help from a specialist at (B)(6) hospital in the treatment of this patient and has also requested additional training since he "feel[s] that he might be doing something wrong." The physician also stated that "pinnacle is the best product available on market at present."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. The device lot# is unknown; however, the complainant indicated that the device was not used past its expiration date. (B)(6).